Manufacturer narrative:
H3: the electromagnetic localization system was returned to the manufacturer for analysis. Analysis found that the reported issue could not be confirmed. No failure was found with it while under testing. The emitter has been received by the manufacturer. However, analysis has not been completed at the time of filing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medicla products: field generator 9731203 em mobile, lot 000400008894 h3/h6: the field generator em mobile was returned to the manufacturer for analysis. The reported issue could not be confirmed or duplicated with this testing. There was no fault found with this component. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Workordername : wo00764967 analysis summary text : action/resolution: replaced the emitter and axiem box and the issue was resolved. Demo/eval unit: false general summary of failure(s): the fusion compact display had issues when the emitter and axiem box were connected. When they disconnected these components, the monitor was fine. Hardware p/f: fail hardware failure: other instruments p/f: pass is general failure resolved?: yes record type: nav system checkout (closed) self test: n/a software p/f: pass status: completed does the system perform as intended?: no visually inspected parts prior to instal: pass was stealth autoguide involved?: no were hardware parts replaced?: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used while servicing. It was reported through analysis that there was noise found on the monitor. There was no patient present.